Event description:
Reportedly, during patient use, there was a "02 sensor cal error" that occurred. Upon replacing the oxygen sensor, this issue was resolved. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
Through requested, patient information was not provided.